Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they had concerns with the device due to the fact that they had no disc issues in their lower back before the device was installed in (B)(6) of 2015. The patient had concerns of the wire migrating and touching a nerve. They "turned the device" for a few days and there was no change in their nerve pain. The patient was not able to have physical therapy due to the device. Also, they were not able to have an MRI to get a better picture of the spine. The health care professional (hcp) would like an MRI to get a better diagnosis. The patient may have the device removed if needed for their care. The indication-for-use (IFU) was fecal incontinence and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.